Event description:
Upon inspection and testing of the returned device, it was observed that foreign material clogged the auxiliary water channel. This report is being submitted for the event found during evaluation.

Manufacturer narrative:
Corrected fields: b5 (added reportable malfunction). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the auxiliary water channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining on the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). An attempt was made to obtain information regarding the user's reprocessing but no information was provided. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf-170 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf-170 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was unidentified foreign material inside of the jet tube. This residue was visible at the distal end side and was partially clogging the tube. This finding was due to insufficient cleaning or handling of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope had no air/water flow. The reported issue was uncovered at reprocessing/ middle repair during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.